Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a system error 2240 (se) alarm that occurred on homechoice during dwell 3 of 4. The technical service representative (tsr) instructed the hp to end therapy and finish therapy with manual exchange. The tsr also advised the hp to inform the nurse of the alarm. On (B)(6) 2011 product surveillance contacted the peritoneal dialysis registered nurse (pd rn) who stated the hp continued therapy with manual supplies the night of the alarm. The pd rn confirmed the hp has continued therapy without further incident and was doing fine on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).should additional information become available, a follow up MDR will be submitted.